Event description:
Return reason : dr. Reported that the catheter did not measure cardiac output. Analysis determined : investigation found that the unit had an intermittent short circuit due to a break in the wire sheathing within electrical connector cap. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is that manufacturing and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.